Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed chipped/detached sheath adhesive could not be determined. However, the issue eas likely the result of repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of "the end of the instrument, the sheath creates a thickening that prevents it from continuing into some equipment, this does not indicate an MDR reportable event, however, an MDR reportable failure was found during testing at the service center. During inspection of the device, the bending section adhesive was found to be chipped/detached, likely the result of stress. There was no patient involvement, and no harm was reported as a result of the event.